Event description:
It was reported intraoperative that the right ventricular (rv) lead exhibited poor thresholds and noise. It was also reported that the rv lead exhibited undefined high bipolar and unipolar impedance and low impedance. It was reported that rv lead pacing was not possible. A fracture on the rv lead was suspected. The rv lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lead exhibited high thresholds that were not pacing and the position was changed numerous times during implant. Cardiac perforation was also suspected due to the high threshold, lack of pacing and high undefined impedance. However, when the lead was removed, it was confirmed that no perforation took place.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.